Manufacturer narrative:
Submit date: 3/30/2018. The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports: the piston rubber is melted or the piston is impossible to open. Occasionally the tray is broken and not sterile. The graduation is poorly printed or imprecise. Occasionally the tip of the syringe is broken.

Manufacturer narrative:
Submission date: (B)(6) 2018. An investigation was performed for the reported customer complaint: ¿the piston rubber is melted or the piston is impossible to open. Occasionally the tray is broken and not sterile. The graduation is poorly printed or imprecise. Occasionally the tip of the syringe is broken.¿ a review of the device history record (DHR) for lot no. 1726284564 indicated the product was released meeting all quality standards. All dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. The 60ml syringe, luer lock tip (printed), is manufactured by an external supplier. The processing site operations consist only of the assembly (pick and place) into the operation tray. The condition reported did not occur during the assembly manufacturing process. A CAPA is currently open to investigate the reported issue. A scar is currently open addressing the broken syringe issue. Three (3) samples, with unknown lot number, were received for evaluation. Visual inspection observed syringes broken. Reported graduation was very pale, but the graduation is readable. The reported customer complaint is confirmed. A root cause could not be determined. A formal CAPA investigation is currently in progress. This complaint will be utilized for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.